Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter-defibrillator triggered an alert transmission on (B)(6) 2019. Upon investigation, no alerts were present on the transmission, and episodes and electrograms were last cleared on (B)(6) 2019. The cause of the alert transmission was unknown. No intervention was performed. No symptoms were reported, and the patient would be monitored.